Event description:
It was reported that the patient developed an infection. The location is over the incision site. It was noted that the leads eroded through the skin. The patient underwent a spinal cord stimulator (scs) explant procedure wherein the ipg, leads, and click anchors were removed. The patient was doing well postoperatively. The patient was placed on antibiotics. The explanted product was discarded per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5081494, 5092999. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22630393.